Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery and a dent was found on the back of the pump. The customer's blood glucose (bg) level was 541 mg/dl. After the cartridge and infusion set were changed, the bg was 250 mg/dl. As an alarm was not occurring at the time of contact with tandem technical support, troubleshooting to determine a possible cause of the occlusions was not performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report wil be submitted if the device is received.